Event description:
This event was communicated by medtronic navigation who reported that a site ((B)(6) hospital) had spheres (lot numbers 1411261, 1411111, 1410181, 1411191) that would not track. Site reported spheres appeared scratched but did not take any pictures of the sphere. Complainant reported that there was no patient/user injury, death or other serious deterioration in health.